Event description:
The hospital reported that during the completion of a coronary artery bypass graft surgery, the last 2cms of the heartstring seal did not unravel completely causing the seal to damage the anastomosis. The surgeon used 10-12 clips to redo the anastomosis. No further complications were reported by the hospital.